Event description:
It was reported that the patient remote transmission showed right ventricular (rv) lead exhibited low pacing impedance. The patient presented in clinic and noted that the rv lead exhibited noise oversensing that caused pacing inhibition. Programming changes were made. The patient status was unknown.